Event description:
It was reported that during device replacement, insulation damage was observed at the pace/sense portion of the lead. Lead was replaced. No adverse consequences were reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.